Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Healthcare professional reported "infection" and "gel inside was fractured" against right device. The device has been explanted.

Event description:
Healthcare professional reported "infection" and "gel inside was fractured" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ gel fracture: observed, one opening in posterior side assessed as surgical damage. ¿ infection: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ creases are observed. No further actions are required as the device was implanted.